Event description:
Surgeon was doing a stone manipulation and requested the lithotripsy equipment. During procedure, the metal tip of the electrohydraulic lithotriptor probe broke off. Metal tip was retrieved by flushing bladder using an evacuator.